Event description:
It was reported that loss of sensing and undersensing were observed on the device during a remote follow-up. The patient appeared in clinic after the device eroded and migrated from the pocket. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
The sterilization records were reviewed, and no evidence of abnormal sterilization cycle was found.